Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) initially withheld therapy for ventricular fibrillation (vf) due to the device's discriminator. External high voltage therapy was provided to the patient. The device remains in use. No further patient complications have been reported as a result of this event.